Event description:
A uterine manipulator was being utilized in a diagnostic laparoscopic procedure. The uterine manipulator cone came off the manipulator handle while it was in the patient's body. The cone fell out on it's own. We do not have the product to inspect. FDA safety report ID # (B)(4).